Event description:
It was reported that the user ate breakfast without announcing the meal, after which the caregiver contacted support for supplies and assistance reconnecting the ilet; the agent reconnected the device, noted a high glucose alert with a reported value of 368 mg/dl, advised against a late meal announcement given the elapsed time, and reviewed best practices to announce meals immediately before eating. Symptoms included no reported clinical symptoms despite hyperglycemia with a recorded glucose of 368 mg/dl. Outcomes included a transient episode of hyperglycemia without hospitalization. Investigation included technical troubleshooting over the phone, education on proper meal announcement timing, and confirmation of current continuous glucose monitor (cgm) glucose of 128 mg/dl later in the day. Investigation of this case revealed device performance consistent with design, with hyperglycemia attributable to a missed meal announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically a missed meal announcement, caused the event.

Manufacturer narrative:
Initial.